Manufacturer narrative:
Report source: article titled "pain and functional outcome after vertebroplasty and kyphoplasty. A comparative study.", by fernando ruiz santiago, antonio perez abela, luis guzman alvarez, rosa maria alvarez osuna, maria del mar castellano garcia. Device not returned; followed-up with author.

Event description:
In an article titled "pain and functional outcome after vertebroplasty and kyphoplasty. A comparative study.", the following events were reported: 7 disk leakages; 2 paravertebral (including veins). All leakages were noted as 'not significant'. No additional info was reported.